Manufacturer narrative:
(B)(4). The insulin pump was received with the operating currents within specifications. The insulin pump passed the self test, the rewind test, the prime test, the basic occlusion test, the occlusion test, the force sensor test, and the displacement test. The power graph analysis confirmed the low battery, power loss, and replace battery now alarms, and an abnormal loaded voltage at the power management graph due to a connector resistance issue. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored by analysis and functioned properly. The insulin pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call their pump was experiencing low battery alarms after changing batteries. The customers blood glucose is unknown during the incident. The pump will be returned.